Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h10: investigation result the returned uromax ultra balloon was analyzed, and a visual evaluation noted that the balloon was tightly folded which indicates that the balloon had not been inflated. The balloon is in good condition and no problems were identified to the balloon material. A visual and tactile analysis revealed that there were no problems found to the entire length of the shaft, markerband and the tip of the device. No problem with the device were noted. The reported event of catheter break was not confirmed. No problems were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Block h11: correction: block b5 (describe event or problem) and g1 (MFR site facility name) this supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon was used in the kidney during a laser lithotripsy procedure performed on (B)(6) 2023. During preparation, when the physician opened the uromax kit, it was noted that the wire was broken. The procedure was completed with another uromax ultra balloon. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon was used in the kidney during a laser lithotripsy procedure performed on (B)(6) 2023. During preparation, when the physician opened the uromax kit, it was noted that the wire was broken. The procedure was completed with another uromax ultra balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of catheter break.